Event description:
It was reported that during a lap cholecystectomy procedure, the device had multiple misfires and then it fell apart. No other details are known. Not sure how procedure was completed. No pt consequences reported. One device will be returned.

Manufacturer narrative:
Eval summary: the analysis results found that one el5ml device was returned for analysis. The device was noted to have the cam broken, the jaws were noted to disengaged due to the cam condition. No anomalies were found with the jaws. The device was cycled and ejected the remaining clips due to the cam and jaws condition. No conclusion could be reached as to what may have caused the found damage. The batch record was reviewed and no anomalies were noted during the mfg process.